Event description:
A complaint was received from a customer that reported that when customer used excel off brand reagent strips customer received vastly different reading-- all within approximately two minutes of each other. The results were 36, 156, 171 and 185 mg/dl. The difference between these readings could be clinically significant. While on the phone a review of the system operation was attempted. The customer did not have the requisite supplies to continue the testing these will be provided. The customer was also informed that bayer does not provide or support the use of an off brand reagent.